Manufacturer narrative:
The pump alarmed motor error and motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform the displacement, prime, basic occlusion, excessive no delivery and occlusion test due to motor error alarm. The pump was received with cracked case at display window corner, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call of a motion sensor test failure and motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that her blood glucose might have been high. The customer stated that she tried to bolus during lunch and she received a motor error. The customer stated that she rewound the pump and it said changed reservoir. The customer stated that she changed the reservoir and received a motion sensor test failure. The customer was advised of the alarm and its possible causes. The customer stated that she had an MRI done last week and the pump was not on her at the time. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.